Event description:
C7 screw back out, shown on 6 -week post-op CT. I have provided image below. Additional information was received on (B)(6) 2021 from (B)(6). The patient was not complaining of any pain or discomfort at the time of follow-up visit. The patent did request that dr. Hochheimer remove the hardware due to their ethnicity. Fusion had already occurred so need to do anything further. The patient is fine and doing well.

Manufacturer narrative:
The boomerang plate and screws received were examined. Tracks along the plate component confirm that the cam (locking mechanism) was torqued into the locked position prior to choicespine receiving the implants. No signs of deformation were found on the cam which suggests both screws were fully seated so that the cam can lock appropriately. This information and the confirmation from lisa that the cam was in the unlocked position upon revision suggest that the cam unlocked post-op. The confirmed unlocked position of the cam means that the screws were not prevented from backing out. In other words, the screw backed out of the plate as a result of the improper location of the boomerang cam. If the cam had been in the locked position, it is unlikely that screw backout would have occurred. It is unclear what may have caused the cam to unlock since further testing of this cam with and without the screws demonstrated clearly tactile and secure locking of the cam. This issue will continue to be monitored in the field, and any necessary changes may be made if it is found there is a recurring issue with either the technique or implant design.